Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that after an ICD implant, an error stating erroneous programming has been detected do you wish to load nominals. The doctor tired to select no several times and therefore could not interrogate the device. Then the doctor selected yes and the device shut down. The device was restarted and now showed nominal shipment settings. Everything seemed normal.